Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2011, the patient was diagnosed with st-elevation myocardial infarction (stemi) and cardiac catheterization was recommended. The de novo target lesion was located in the mid left anterior descending artery (lad) with 90% stenosis and was 11mm long with a reference vessel diameter of 2.75mm. The physician treated the lesion with pre-dilation and placement of a 2.75x24mm taxus liberte stent, with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient died at home due to unknown cause. No autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that in (B)(6) 2011, the patient presented with chest discomfort associated with diaphoresis and shortness of breath. EKG revealed evidence of acute anterolateral myocardial infarction. During the index procedure, another 90% stenosed ostial lesion in the 1st diagonal branch was also treated with balloon angioplasty using a 2.75x20mm apex balloon with 20% residual stenosis. At the time of the death event, the patient was taking aspirin and study drug. The other antiplatelet medication was last taken on (B)(6) 2012.

Manufacturer narrative:
(B)(4).